Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a system being used to deliver unknown medications at unknown concentrations and doses. It was reported on (B)(6) 2015 that at the first two refills after implant, the second occurring on the date of the report, there were volume discrepancies. Two and a half (2.5) milliliters (ml) was expected and 20 ml was in the reservoir. No symptoms were reported. The cause of the event was unknown. A dye study was done and no problems were found. The logs were read and no alarms had occurred. Information was requested regarding the patient identity, the device serial number, the drugs used in the pump, other medications taken by the patient, the patient's relevant medical history, the date of the first discrepancy, the indications for use of the system, what further actions/interventions were taken to resolve the issue, and the root cause of the event. No additional information was received, but a supplemental report will be submitted if additional information becomes available.